Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported that her son's blood glucose was all over the place. She stated it was due to her son going through puberty. The mother also reported two no delivery alarms that had occurred. The mother stated she had her son's insulin pump in suspend mode and gave him a shot of insulin to treat for his blood glucose. She stated after reattaching the insulin pump, the alarm went away. She also reported that the alarm returned the next day. No additional information provided.